Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited noise, which was oversensed. It was noted that this rv lead was placed on the left bundle branch area pacing. Additionally, it was noted that the patient experienced syncope. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.